Event description:
It was reported that the user disconnected the ilet to charge and forgot to reconnect overnight, resulting in elevated blood glucose reaching 254 for approximately three hours; the user later reconnected the device and blood glucose returned to range, and a belt clip replacement was also requested. Symptoms included feeling fine without reported clinical sequelae. Outcomes included temporary hyperglycemia without medical intervention or outside assistance. Investigation included complaint intake, user education on maintaining infusion set connection, and assessment of device use. Investigation of this case revealed user-related interruption of insulin delivery while the device was off-body, with the ilet alerting to high glucose and functioning as expected upon reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.